Event description:
It was reported that the during a ureteroscopy procedure, the laser fiber broke during use, resulting in a small burn to the surgical drape. The procedure was completed using another of the same device with no patient complications. This event is being reported for fiber break.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the during a ureteroscopy procedure, the laser fiber broke during use, resulting in a small burn to the surgical drape. The procedure was completed using another of the same device with no patient complications.